Event description:
It was reported that insulin gauge displayed an amount that was much lower than caller expected earlier in day, showing about 4 units instead of expected 200 units, but issue was no longer active at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to contact support again for troubleshooting if insulin fill estimate issue occurred while active, which caller acknowledged.